Event description:
Anaphylaxis reaction to latex from second hand contact - dishwasher was wearing latex gloves-, reaction occurred after eating off of plate and not coming into direct contact. Worries same event could happen after latex food handling.